Event description:
Third degree burns [burns third degree], she noticed that it was blood all over it [skin haemorrhage], severe pain/ so much pain [pain], skin peeling [skin exfoliation], put it on/ she was awakened at night [device misuse]. Case description: this is a spontaneous report from a non-contactable consumer. A female consumer of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date for a bad back. Relevant medical history and concomitant medications were not reported. The consumer reported that she put it on, but then was awakened at night after about 3 and half to 4 hours with severe pain. When she took the heatwrap off she noticed that there was blood all over it and she was in so much pain. Her doctor was shocked because all her doctor saw was "red meat" and it was "total hard" with third degree burns. Her family doctor had to put some injections in her back with steroids about a week after that. The consumer also mentioned that her skin was peeling on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. No follow up attempts possible. No further information expected. Company clinical evaluation comment based on the information provided, the events burns third degree, skin hemorrhage, pain, skin exfoliation, and device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns third degree, skin hemorrhage, pain, skin exfoliation, and device misuse as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.